Event description:
Reporter indicated that site's dell handheld computer screen becomes frozen after interrogations. The events were resolved with soft resets, but subsequent interrogations take 45 seconds to complete.